Event description:
It was reported that on (B)(6) 2013, the company representative for this account, realized after checking implant replacements from the (B)(6) 2013 case that a scorpio cr waffled femoral component had been used in a case. That surgeon primarily uses a scorpio cr beaded component. Company rep called the associate that covered the case, to confirm that the surgeon, had used a cr waffled cemented component. Covering associate said that he press fit the femur. Company rep notified his manger and the surgeon. The surgeon said he will monitor the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review was not performed as no device specific failure modes were reported. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that on (B)(6) 2013, the company representative for this account, realized after checking implant replacements from the (B)(6) 2013 case that a scorpio cr waffled femoral component had been used in a case. That surgeon primarily uses a scorpio cr beaded component. Company rep called the associate that covered the case, to confirm that the surgeon, had used a cr waffled cemented component. Covering associate said that he press fit the femur. Company rep notified his manger and the surgeon. The surgeon said he will monitor the patient.